Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient had been to the hospital emergency room with hyperglycemia. The patient's blood glucose levels reached 399 mg/dl while wearing the pod between 36 and 48 hours. The patient reports having nausea. Once at the hospital emergency room lab tests were administered. The patient was asked to change their pod. The patient was in the emergency room at the time of this call.

Manufacturer narrative:
The pod was received with the needle mechanism deployed. A crack was observed in the top housing. The exact time and cause of the crack could not be determined. No corrosive residue was observed around the crack, and no fluid ingress was observed inside the pod. Inspection of the download and patient history buffer (phb) data found no issues that would suggest that there was a problem with insulin delivery or that the crack impacted the functionality of the device. Therefore, no problem was found regarding the reported not sure delivering insulin event.